Event description:
New information received notes that the device was reprogrammed to resolve the inappropriate therapy and egm storage issues.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received shocks, collapsed and was admitted to the hospital. The session records did not show the shocks for the vf episodes. It was noted that the vf episodes were overwritten. Programming changes were recommended.